Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently bleed back was noted. The tubing set was being used to deliver 100ml of omnipaque contrast media, at a rate of 1.5ml/sec, via a power injector. It was reported that after the delivery was started, the tubing ruptured at an unspecified location in the tubing. An unspecified volume of bleed back was noted. The tubing set was replaced and the procedure was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard IV administration sets are intended for general infusion and not recommended for use with power injectors. Product labeling for this device states, "caution: not for high pressure info." This report represents all the info known by the reporter upon query by hospira personnel.